Manufacturer narrative:
Available details indicate the customer was provided quote for repairs. The customer declined the quote and repairs. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The final device disposition could not be confirmed as there was no additional information provided upon request. Based on the information available there is insufficient information to confirm the reported problem and a cause could not be established. The reported problem was not confirmed.

Event description:
It was reported to philips that the device is unable to boot up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.